Event description:
It was reported that during the procedure, the physician aspirated blood from the balloon catheter shaft and then deflated the balloon. Then, the physician re-inflated the balloon but the balloon became invisible under the fluoroscopy. Therefore, the device was removed from the patient and was checked on the table, and it was found that much blood existed inside the balloon. The physician attempted air bleeding of the balloon lumen, but some blood was aspirated from the straight arm side. It was suspected that the balloon lumen and the guiding lumen were being connected inside the lure hab, so the device was replaced with another of the same one. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual inspection revealed that there was blood in the catheter hub. There were some unknown foreign matter found in the catheter distal lumen partially blocking the distal inner lumen. No other anomalies were observed. During functional evaluation, the balloon was inflated for 15 minutes and no leak was detected. The balloon inflated in a irregular shape like a "d". There was discoloration in the balloon which appeared to be blood. There was no leak noted along the catheter length as well. The device was confirmed to be in good condition prior to use. Although no leaks were found in the returned device, the blood in the balloon, inner liner distal shaft damage and balloon damage confirmed the reported event. Based on the information available, cause of the reported catheter shaft leak cannot be definitely determined.

Event description:
It was reported that during the procedure, the physician aspirated blood from the balloon catheter shaft and then deflated the balloon. Then, the physician re-inflated the balloon but the balloon became invisible under the fluoroscopy. Therefore, the device was removed from the patient and was checked on the table, and it was found that much blood existed inside the balloon. The physician attempted air bleeding of the balloon lumen, but some blood was aspirated from the straight arm side. It was suspected that the balloon lumen and the guiding lumen were being connected inside the lure hab, so the device was replaced with another of the same one. There was no clinical consequence to the patient.